Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure of foreign material on light guide lens was confirmed, light guide bundle had a liquid leak. A definitive root cause could not be identified. Based on the results of the investigation, the most probable causes due to some kind of stress such as damage or deterioration of parts, device incorrectly handling during reprocessing and interoperability problem. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited foreign material on light guide lens. There were no reports of patient involvement.